Event description:
Reportable based on the product analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention (pci) procedure, difficulty advancing occurred. The 75% stenosed target lesion was located in the severely calcified, severely tortuous mid right coronary artery (rca). The physician pre dilated the lesion using a 5.0mm non-bsc balloon catheter. A 5.0 x 12mm nc quantum apex balloon catheter was advanced for post dilatation, but could not cross the lesion. The physician completed the case using a 5.0mm non-bsc balloon catheter. No patient complications were reported and the patient status is good. However, the returned product analysis revealed that there is a pinhole in the balloon.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified dried blood and contrast in the inflation lumen and the balloon. A pinhole was noted on the balloon wall 12mm from the tip. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).